Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During preventative maintenance of the device, the service rep reported the cable at the controller end of the centrifugal drive motor had exposed wires. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.